Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (erbe) the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found during power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior a da vinci-assisted surgical procedure, error c-00 appeared. The technical support engineer (tse) checked the logs, error no verified onsite. The tse asked the caller to restart the integrated electro surgical unit (erbe) and change the power outlet. However, the problem persisted every time the device was turned on. The customer is starting the procedure, robotically, as planned with no harm for the patient. Customers are unable to release patient information due to the privacy policy of the hospital. The procedure was aborted with no patient involvement.